Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate or confirm the customer reported failure mode. The instrument was placed on an in-house system for functional testing. The instrument passed the initialization tests and moved intuitively with full range of motion in all directions; the grips opened and closed properly. The knife cut cleanly through test strip paper and passed the cut test. The knife edges were not damaged. An energy activation test was then conducted on the system. A wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy was observed. No errors occurred during in house testing. Fa performed the grip force test on the grips as additional testing, and it measured at 6.89 lbf in straight orientation, 6.72 lbf in yaw, and 6.6 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. The electrode gap test was passed. Fa verified the gap between grips was .003". A review of logs did not note any errors. Additional observation not reported by the customer, was that one ceramic dot appeared to be dislodged from its location on the electrode of a jaw assembly. Material approximately, 0.03" x 0.03" was missing. The known common cause of this failure is mishandling/misuse. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted gastric sleeve surgical procedure, it was alleged that the vessel sealer extend instrument would not complete the process of sealing though the generator provided a signal that indicated the seal was complete. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the vessel sealer extend instrument was not grasping or working well. It was noted that a back-up vessel sealer instrument was used. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend instrument was not grasping well and would not complete the process of sealing. There was an unspecified amount of bleeding experienced by the patient. Patient had not undergone any pre-surgical chemotherapy or radiation treatments. There was no evidence of vessel calcification and the target tissue was less than 7mm in diameter. The vessel sealer was in use for about 10 minutes prior to the sealing issue. Audible tones (continuous tone) were heard during the sealing cycle and thermal effect was observed; however, it was inadequate. Audible tones (three fast beeps) were heard to confirm completion of sealing. No error messages were reported by the system. The vessel sealer did not encounter any staples, clips or other type of interference during the sealing cycle. There was bio debris in the jaws of the instrument, but was cleaned off and there was no change. The surgeon believes the sealing issue was caused by instrument failure.